Event description:
Additional information received, the user reported that the device started having an error message and that it was not communicating with the handpiece. The staff ended up changing the fuse in the unit. The staff said that the machine seemed to work well for a while but the code happened again before the end of the case and the device was not functioning. The fuse was changed a second time. The device was reported to be in working condition.there was no patient impact.

Manufacturer narrative:
D10.concomitant product involved in the event , nim4cm01 console nim4cm01 nim 4.0, serial:(B)(6) ,lot number -224993511 img code:g02030, h3:fdm:b17,fdr:d16 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis found found that there was afe board failure for the patient interface. H6:previous code b21,d16,c21 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction in b5: event description has been updated according to the additional information received from customer. Correction in b3 and g3: as per the additional information received this event occurred on 3 june 2024 and was also notified to medtronic on 3 june 2024. Correction in h6: previously applied code of fdd a110207 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital system started having an error message and that it was not communicating with the handpiece. Troubleshooting performed, changed the fuse in the unit. The machine seemed to work well for a while, but the code reappeared before the end of the case, and the device stopped functioning. The fuse was changed a second time. There was no patient impact.

Event description:
It was reported that while the rep was installing 1.6.4 software and testing thereafter, pi box kept getting check fuse fault. There was no known patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previous code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.